Manufacturer narrative:
This report is being supplemented to provide the final investigation results. The device was returned to olympus for inspection, and olympus was able to confirm the customer reported failure. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use aspiration needle sheath had sheared at the tip. The reported issue occurred during a therapeutic endobronchial ultrasound (ebus). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: d3, d4, d9, g1. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.